Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
(This complaint submission also includes information provided in related (B)(4)). On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began about week prior to contacting lfs, she obtained alleged inaccurately erratic blood glucose results of ¿17.8 and 14.1mmol/l¿ using one vial of test strips and ¿4.4 and 5.5mmol/l¿ from a different vial of test strips performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient manages her diabetes with oral medication, diet and exercise, and she indicated she had followed her usual diabetes management routine. She stated that ¿a whole day¿ prior to the start of the alleged product issue she had developed symptoms of ¿shaky, lightheaded and thirsty¿. She reported that she self-treated by increasing her oral medication to 4 tablets of ¿gliclazide mr 30mg¿ instead of her usual 3 tablets. The patient denied that she obtained a blood glucose result on another device. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient confirmed that her blood glucose results were from the same approved sample site. The csr noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.